Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml methadone at 1.5 mg/day to 1 mg/day after replacement. The reason for use was not reported. It was reported that during regularly scheduled pump replacement (eri) and catheter replacement on (B)(6) 2019, during catheter access port (cap) aspiration, the hcp noted cerebrospinal fluid (csf) was ¿slow¿ to aspirate. During replacement, pump segment of a new 8780 and spinal segment of a new 8782 were used. Explanted products sent to pathology per account protocol. Hcp did not want return of device. Cause of event is not/cannot be determined. Diagnostics/troubleshooting and interventions performed included cap accessed and catheter replaced on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was listed as ¿alive, no injury.¿ there were no further complications reported/anticipated.